Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also received with moisture damage on the motor, vibrator tube and battery tube assembly. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. Unable to confirmed screeching noise due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has moisture in it and makes a constant screeching noise. The customer's blood glucose reading was 100 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer indicated that they were currently using their back-up plan. The customer was also advised that the device would be replaced and to return the product for analysis.